Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Investigation summary: it was reported the code on the manufactures technical data sheet refers to the product as a 60ml syringe but when the product arrived it is labeled as 50ml. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows a picture of a screen view listing different products, a 60ml syringe as well. The other photo shows a 50ml syringe top web packaging blister. No other defects or imperfections were observed. It could be possible the customer was not aware of the transition of our syringes from 60ml to 50ml. The first step was the product transitioning to the 50ml marking, labeling and packaging. The next step is to update our systems. A device history record review was completed for provided material number 309653, lot number 1112019. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd luer-lok¿ syringe sterile, single use, 50 ml had incorrect label information. The following information was provided by the initial reporter: "the code on the manufactures technical data sheet refers to it as a 60ml syringe but when the product arrived it is clearly labelled as 50ml. "